Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020; 5076-45 lead, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day after implant, the right ventricular (rv) lead exhibited high thresholds and intermittent non-capture. Reprogramming occurred. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.